Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that carelink was reviewed and noted that the atrial capture management (acm) took outputs up to 5.0 volts and that the patient is now in atrial flutter. The device remains in use. No further patient complications have been reported as a result of this event.